Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4). It was reported that during percutaneous coronary intervention procedure, stent damage occurred. (B)(6) 2012 the patient was diagnosed with unstable angina and was referred for cardiac catheterization. A 80% stenosed and 10mm long #1 target lesion was located in the proximal right coronary artery with a reference vessel diameter of 2.5mm. The #1 target lesion was treated with pre-dilation and placement of a 2.5x16mm promus element plus stent, resulting in 0% residual stenosis. A 70% stenosed and 15mm long #2 target lesion was located in the mid right coronary artery with a reference vessel diameter of 2.5mm. The #2 target lesion was treated with pre-dilation and placement of a 2.5x20mm promus element plus, resulting in 0% residual stenosis. A 75% stenosed and 8mm long #3 target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 2.5mm. The #3 target lesion was treated with direct stent placement of a 2.25x12mm promus element plus stent. Another 2.25x12mm promus element plus stent attempted to cross the lesion; however, the stent could not cross the lesion due to the stent strut protruding into the lesion. The procedure stopped and the target lesion was treated with medical therapy, resulting in 10% residual stenosis. The patient was discharged on aspirin and clopidogrel.